Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as draining open wound on back from a cyst removal. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to keep the wound covered for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.